Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and vertigo. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is an opportunistic infection that affects immunocompromised patients such as the end stage renal dialysis (esrd) population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 7/jul/2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on 7/jul/2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Correction: g3 date was incorrect and the correct date is 7/14/2022.

Event description:
On 14/jul/2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 7/jul/2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed with no problems or failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid the front panel assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.